Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over sixteen (16) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in auxiliary water channel could not be determined, since olympus confirmed, that reprocessing was conducted in accordance with instructions for use steps for the area, where the foreign material remained. And no physical damage of the device was confirmed, at where the foreign material was remained. The suggested event is detectable/preventable, by handling the device in accordance with the following instructions for use: instructions for use states, the detection method in evis exera ii, gif/cf/pcf type 180 series, operation manual chapter 3: preparation and inspection. Instructions for use states, the preventative measures in evis exera ii, gif/cf/pcf type 180 series, reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.